Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628 batch# 3349290 it was reported that the bd luer-lok had volume accuracy problem. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attached I am forwarding an email that I had sent to emerdepot on (B)(6) 2024 to inquire about exchanging a bd product. I have attached relevant photos and documents to refer to the product. If you read the forwarded email, you will see that I am unable to use the bd309628 1 ml syringe because it results in too much loss of testosterone oil - the entire contents of the syringe cannot be pushed out. I purchased a box of 100 of these syringes, and have used only about 6 of them, when I realised that it is resulting in too much loss of oil. Therefore, I can no longer use these syringes. Do you have any way of doing an exchange on this product for a different 1 ml syringe with luer lock? Additional information provided: 1. Date of event: order was placed/filled on june 28, 2024 (by emerdepot). 2. Lot number is: 3349290 (exp 2028-11-30) - see attached photos. Product number: bd309628 1 ml luer lock syringe (no needle). 3. Negative outcome: when drawing up 5 mg of oil, only able to inject 4 mg; there is a loss of 1 mg or slightly more of testosterone oil. Unable to completely empty the syringe. Please see photos that clearly show the remaining amount of oil left in the syringes - this a consistent problem. I also show a photo of a different 1 ml syringe (sol-m brand) and you can see the entire contents of the syringe are empty after injection (see attached photo of the sol-m syringe). I was really looking forward to this bd309628 - even though it is more expensive, I liked the double barrel, such that it has the girth/thickness of a 3 ml syringe and fits my hand better than a narrow 1 ml syringe - and yet the inner barrel of this double barrel bd309628 is truly a 1 ml syringe. I also like how the graduation scale is very easy to read, and the black plunger is minimal so that it does not block the view at all once the oil is injected. In my 10 ml vial of pfizer testosterone cypionate, with my dose I should be able to draw 20 doses. With this rate of oil lost in the syringe, I will not even get 16 doses from the vial. I bought this box of 100 syringes of bd309628 and have used maybe only 6 of them when I realised this problem of loss of oil. I would like to exchange for a better or different type of 1 ml syringe - I prefer the bd brand, if possible, but I need a luer lock syringe only.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - volumetric accuracy. Five photos were provided to our quality team for investigation. The photos show six loose syringes with an unknown needle attached with remnants of an unknown clear fluid. Two syringes have "sol-m" markings on the barrel which are not applicable to this complaint product code, other four syringes show the plunger rod not fully depressed to the end. The reported condition cannot be confirmed from the photos received. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 3349290. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.